Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient complained effective stimulation therapy from the scs system was not established. The patient stated the system's stimulation has not been used for approximately seven years and the patient would like the system removed.